Event description:
It was reported that a pt underwent a sling procedure in 2008. During the procedure, the surgeon was unable to get the tape to stay properly in the muscle using the hammock position. It appeared that the device was placed in the correct location but the surgeon could not get the pt dry with the crede maneuver. The surgeon opined that the tape seemed to be stretching too much. The surgeon proceeded to place a second sling device in the "u" position.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.